Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on 11/29/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and resulted in 0 voltage. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. However, an initial review of the shared data log confirmed the customer complaint. A root cause could not be determined.